Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported poor communication. The patient noted he hadn¿t tried to connect to his implantable neurostimulator (ins) in a while. The patient noted they do not feel stimulation. The patient connected and increased stimulation until he could feel it. The patient noted however shortly thereafter, the sensation would go away. The patient noted he had tried medication since the implant, and his symptoms are much better, but he did not know how was due to the stimulator and how much was due to his medication. The patient noted his current medication seemed to be particularly effective. The patient noted they had not been recently implanted or had a revision. The patient placed the patient programmer directly over the ins, but this did not resolve the issue. The patient noted the poor communication began on (B)(6) 2016. The patient noted since implant they would increase stimulation when not feeling sensation, but sensation dissipated shortly thereafter. Additional information from the patient reported poor communication with or without the antenna. The patient felt the replacement programmer was not working. The patient noted he used the replacement patient programmer was still getting poor communication with and without the antenna. The patient noted the last time he was able to communicate with the patient programmer was prior to his call. The patient stated he had not tried to use the patient programmer for quite a period of time. The patient noted the healthcare professional (hcp) had not checked his ins since the patient was implanted. The patient noted he was at the hcp 6 weeks ago and the hcp didn¿t check the ins with the clinician programmer. The patient could not recall the setting were at the time of the call. Additional information from the hcp reported the cause of the poor communication was a dead battery. The hcp stated the rechecked the device. The hcp noted there was no actions/intervention taken to resolve the poor communication. It was noted device was explanted on (B)(6) 2016. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that what led to the poor communication was that the battery was dead. It was noted the patient secured a new remote. The patient reported having never felt stimulation after the first few minutes of a change. It was reported no steps were taken to resolve the lack of stimulation sensation.